Manufacturer narrative:
There are no indications of system or component failure, patient declined all system improvement attempts that were recommended by the firm. The explant was performed per the patient request. Explanted components were damaged during the procedure. Some components were unable to be retrieved and were left in the patient's body.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on 18may2023 to treat knee pain. After being implanted, the patient reported receiving approximately 50% pain relief. Patient was offered multiple times to perform reprogramming to attempt better pain relief but patient refused or cancelled all appointments. Patient decided to seek alternate form of pain relief in the form of bursa injections with a different physician and was told that the injections would not be performed until the nalu system was removed. A full system explant was performed on (B)(6) 2023 per the patient request.